Event description:
Initial reporter indicated that the patient's vns was at end of battery life and the patient was having an increase in seizures. The elective replacement indicator was, yes. Both system and normal diagnostics showed high lead impedance. No x-rays were taken. The patient underwent revision surgery and had their vns generator and lead replaced. Good faith attempts are being made for the explanted product to be returned for analysis. If patient's seizures were not above their pre vns seizure rate and were being attributed to the battery being at end of battery life and the patient's high lead impedance. The treating physician reported that the patient was very active and would "ruff and tumble with friends. Jump each other, head locks all the time. Prior to high lead impedance being discovered." The physician thinks the lead issue could have possibly been related to that.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.